Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had an uncomplicated operation until the intraocular lens (iol) model pcb00 insertion. The first cartridge was inserted and the push rod over rode the iol which failed to exit the cartridge completely. It was removed and the second cartridge was inserted. The screw mechanism slipped multiple times, failing to deliver the lens at all from the cartridge. No further pcb00 lenses were available, so a non amo was implanted which was placed after a total delay of about 15 minutes from the start of iol insertion. The patient has done well with 20/20 vision and near plano results with the non amo lens in both eyes. Further information indicated that the first lens attempted was partially inserted, the lens was about 2/3 way into the patient's eye. The doctor did not know which event occurred with which serial number, thus both lenses are being reported. A separate MDR is being provided for the first lens reported.

Manufacturer narrative:
The manufacturing records for the intraocular lens (iol) were reviewed. The manufacturing process record was verified and found that the lens was manufactured within specifications. There were no associated deviation or non-conformity reports found in the review that were related to reported complaint. The lens was released according specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. Directions for use (dfu) instructions include how to prepare and use the insertion system along with time recommendations. Using the system to fully advance the lens appropriately with use of the plunger and locking mechanisms. Discard the device if the lens has been fully advanced in the delivery system for more than 1 minute. For delivery, slowly advance the lens until the lens is fully released from the insertion system tip. Precautions include to not advance the lens unless ready for lens implantation. The recommended temperature for implanting the lens is at least 17°c. The combination of low operating room temperatures and high iol diopter powers may require slower delivery. The use of viscoelastics is required and the use of balanced salt solution alone is not recommended. Based on the manufacturing record review, no deviation or assignable cause was identified when this production order was completed. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. The intraocular lens was returned to the manufacturing site for investigation. The lens was visually inspected and revealed a scarce amount of viscoelastic solution on cartridge which indicated that the lens was handled and prepared for surgical use. The pushrod was observed to override the lens in the cartridge tube area. The lens was observed caught in the cartridge tube area. The plunger and pushrod were advanced in the preloaded insertion system. No assembly error and/or defect were observed in the preloaded insertion system related to manufacturing process. No error and/or defect were observed on the lens assembly. The functional test could not be performed, however, the reported complaint for preloaded plunger did not lock could not be verified. The directions for use instructions provide the customer with information on how to properly handle and prepare the product for use. All pertinent information available to abbott medical optics has been submitted.